Manufacturer narrative:
Does not meet the reportability decision as patient was not implanted with our device.

Event description:
Additional information received indicated patient was not implanted with abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient and device information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if the ipg had depleted prematurely. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the device information is unknown.